Manufacturer narrative:
Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. Insulin pump unable to prime during prime test due to faulty force sensor resistor. No prime alarm noted. No audio beep/constant tone alarm anomaly noted. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. No program alarm anomaly alarm or unexpected restart alarm noted. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump had severely scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a constant beep. Customer's blood glucose was unknown. Device had alarmed unexpected restart alarm and signal too low alarm. Buttons were unresponsive. Device had also alarmed compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.